Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Noise on rv lead leading to vf detection and shock. Patient in emergency room, pacing impedance has increased and noise seen on lead. Representative is going to discuss next steps with doctor. Should additional information become available, it will be added to this file.